Event description:
It was reported that the device did not work after a few mins of use. The system displayed an error code. It was not known how the procedure was completed; however, the pt had to have a re-operation and resulted in an infection.